Event description:
It was reported that the patient¿s insulin delivery stopped during the day after a rewind was completed but the supply change process was not finished, resulting in an incomplete cartridge load and extended dosing stoppage; multiple alerts were presented without action until the patient¿s family performed a fill tubing to resume delivery on the ilet, with the tubing identified as the involved component and the issue categorized as an improper or incorrect procedure. Symptoms included hyperglycemia with a reported blood glucose of 240. Outcomes included a delay to therapy. Investigation included communication with the family and analysis of information provided by the user. Investigation of this case revealed no device malfunction, while a usage problem was identified related to failure to complete the cartridge load and heed alerts, implicating user procedure and the tubing component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.